Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated that after several years of use the power supply cord wires became exposed. The power supply was plugged into an outlet above her head. She stated she heard a "popping noise and saw a flash". Customer was asked to return the power supply to medela for testing. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the power supply for her breast pump had exposed wires. Customer also indicated that she saw sparking from the wire, and the pump would stop and restart when she jiggled the wire. Customer also indicated there was no flame, but there was a burning odor, and no injuries were sustained.